Manufacturer narrative:
The reason for this revision surgery was the patient was not able to achieve full extension and range of motion. The in-vivo length of service for the patient's implant was 4.3 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The surgeon reportedly kept the device; it has not been made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for the event was not reported. It was reported the surgeon went in to perform a synavectomy and possibly revise the tibial component and resect more proximal tibia. While trying to get exposure a proximal medial tibial fracture occurred. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Surgeon is keeping components.

Event description:
Revision surgery - after the index surgery (B)(6) 2016, the patient was never able to achieve full extension, range of motion (rom). The surgeon went in to perform a synavectomy and possibly revise the tibial component and resect more of the proximal tibia. While trying to get exposure, a proximal medial tibial fracture occurred, the surgeon then extracted all of the components other than the petella and re-implanted an exprt revision knee.